Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on the homechoice (hc) during dwell 1 of 5, patient connected. The technical service representative (tsr) explained the message to the home patient (hp) and informed to recycle the machine. A se 2367 occurred. The tsr informed to start over using new supplies. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine would arrive. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. Root cause was not determined. Baxter found that similar reports have been received for the reported problem.the root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.